Event description:
Customer complained of defective batteries for 4 batteries, customer reported that the system suddenly stopped indicating that the batteries were empty, but the batteries were fully charged. Customer also indicated that test data for the batteries would be sent to zoll circulation. No adverse event reported.

Manufacturer narrative:
Reported complaint of defective batteries was not confirmed. Test data for only one of 4 batteries (serial# (B)(4)) was received. Based on this data, the battery passed the power test and appeared to have been test cycled on a monthly basis. Probable cause for the reported failure of this battery may be that it was not fully charged, and/or daily system swaps/checks was not performed. Batteries identified with serial# (B)(4) are more than 2 years old (based on their serial#). Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on their manufacture date, these batteries have past the end of their useful life. Test data for the battery identified with serial # (B)(4) was not received, therefore, the possible cause for its failure cannot be determined. No adverse event reported. (B)(4).